Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 11/24/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the product was received at the manufacturing site in a plastic bag. A video recording of the surgery was provided as well. The cartridge component was observed correctly engaged into the dcb00v unit. The lens returned cut in six pieces making it visually impossible to observed unacceptable scratches (if any) on the return. The lens pieces returned out of the device. Visual inspection using magnification was performed to simplicity preloaded. Small amount of lubricant was detected at the cartridge tip and tube. No assembly problems were observed in the unit. As part of the sample evaluation, the complaint unit was disassembled. The cartridge was observed properly sited and/or installed in the simplicity preloaded body. The push rod was observed straight, and the rod tip is not bent/kinked. The plunger was rotated by the knob to advance it to the front (clockwise) and in reverse. There were no issues with the plunger threads, or plunger rod. No resistance was felt in the simplicity preloaded unit that could impair functionality in the device. The recording was evaluated. It was observed the iol implantation into the patient eye. The device preparation with bss or ovd lubricant could not be observed by the recording. One mark was observed on the lens optic. However, it is visually impossible to identify through the video if the iol has damaged such as scratch or crack. Per specifications for visual inspection of soft acrylic intraocular lens to inspect scratches or crack defect, the use of microscope at 10x with a reticle (for reference measurements) and maximum light setting on the power supply is required. It was indicated that an angled light shadow may look like a hinge crack defect. There is no evidence to suggest that the complaint lens has been affected by the manufacturing process. Based on the sample evaluation and video provided, the reported issue could not be verified. No product deficiency was identified. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed and no discrepancies were found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no additional complaint folder created for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was used and it was prepared using the balanced salt solution (bss), a scratch or crack of the size of around 1 mm near the center of its optic was found in the eye on (B)(6) 2020. The event led to prolongation of the surgery for 20 minutes. It was indicated that ophthalmic anesthesia was added just before the iol was cut/removed. The procedure was completed successfully with the back-up. No further information was provided.